Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be restart detection. No injury or medical intervention was reported.